Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: the drill sleeve seemed to be installed at an angle, and the drill entered at an angle and did not lock.

Event description:
It was reported: the drill sleeve seemed to be installed at an angle, and the drill entered at an angle and did not lock.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information about the event and the device must be available in order to determine the exact root cause of the failure. However, based on the event description stated by the sales representative and the fact that a new screw was successfully implanted thereafter (as per additional information), one of the probable causes of the issue could be attributed to a user related issue. As stated, the surgeon accidently misaligned the drill sleeve which in turn may have misaligned the screw insertion leading to an inadequate locking. During insertion the screw¿s axis must be as perpendicular to the surface of the plate, as possible. If any additional information is provided, the investigation will be reassessed.